Manufacturer narrative:
This MDR is being reported under exemption number e2015052 and is part of the 227 pilot program. The reported event involved an automated clinical chemistry device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused. The field representative went onsite to evaluate the device and could not determine a cause. The field application specialist determined the cause of the issue to be related to the patient sample and the customer noted that the sample was very lipemic. Further investigation by the manufacturer did not identify a specific root cause for the event, but conclude that the issue was most likely related to an operator handling issue since the serum indices indicated that the ise results were not valid. No systemic issue with the device was identified during the investigation of this event.

Event description:
This report summarizes <noe>1</noe> malfunction event where erroneous results were generated by the cobas c501 analyzer. There was an erroneous result for each for ion selective electrode (ise) sodium, ise potassium, ise chloride, glucose hk, calcium, and creatinine for one patient. The patient was a (B)(6) male. The patient's weight was requested, but was not provided. There was no reported injury or death. The event did not necessitate remedial action to prevent an unreasonable risk of substantial harm to public health.